Manufacturer narrative:
The insulin pump alarmed pump error, followed by pump errors after battery installation due to slight corroded electronic assembly. However, the pump was received with operating currents within spec. The pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump failed leak test. The pump leaked test at a cracked on the back of case at the battery tube area. The motor assembly received with traces of corrosion. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with fading serial number label, minor scratched display window case and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 15.8 mmol/l at the time of the incident. The customer treated with manual injections. The customer stated that they were pregnant and the pump fell off the bed. The customer stated that there is a crack along the bottom of the pump. The product was returned for analysis.